Manufacturer narrative:
The customer's reported complaint of "the thermogard console ((B)(4)) displayed tcmid:05 (coolant diff failure) error message" was confirmed based on the event log review and during functional testing. The probable root cause for error message was a lm34 a/b temperature sensor failure. During visual inspection of the thermogard console, no physical damage was observed. The event log review indicated tcmid:05 (coolant diff failure) error messages, thus confirming the reported complaint. The thermogard xp ivtm system failed functional testing due to the displayed tcmid: 05 error message, thus, confirming the reported complaint. The lm34 a/b sensor was replaced to remedy the reported complaint. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for thermogard xp ivtm system with (B)(4).

Event description:
The customer reported the thermogard console ((B)(4)) displayed tcmid:05 (coolant diff failure) error message. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.